Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, no delivery alarm, battery out limit alarm, failed battery test alarm, bad battery alarm and weak battery alarm. The customer also reported that the insulin pump was turning on and off. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the no delivery alarm was resolved by infusion set change. The customer stated that the display returned after inserting a new battery and received a failed battery test. The customer did troubleshoot and stated that they did not receive a failed battery test alarm after inserting a new battery. The insulin pump will not be returned for analysis.